Event description:
It was reported that during a surgical procedure at the user facility the device suction speed was increased unexpectedly. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device suction speed was increased unexpectedly. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.